Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Unspecified tissue injury and mitral valve insufficiency/regurgitation appears to be related to the slda. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. Xtw clip ((B)(6)) was implanted with no reported issue, reducing mr to grade 1-2. On (B)(6) 2023, the patient was presented with recurrent mr of grade 4+. The clip was observed to detach from the posterior leaflet (single leaflet device attachment (slda)), which was believed to be due to worsening of mr. A new posterior leaflet flail was observed due to the slda. Additional mitraclip procedure was performed to stabilize the slda clip and reduce mr. During preparation of xtw clip ((B)(6)), the clip arm would not open. After multiple attempts, it was decided not to use the clip. Another xtw ((B)(6)) clip was prepped per instruction for use (IFU) and was inserted into the steerable guide catheter (sgc). After the clip was placed in the left atrium, the physician decided to remove the cds and sgc due to low transseptal puncture and perform another transseptal puncture. With the clip being removed from the sgc, the xtw clip ((B)(6)) was not used as per IFU. After successful transeptal access, another xtw clip ((B)(6)) was opened, prepped per IFU and was successfully implanted with adequate mr reduction and stabilized the slda clip. Mr was reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.